Event description:
Customer performed a patient correlation between the advia centaur cp troponin ultra (tni ultra) assay and the stratus troponin assay. The customer observed a positive result on the advia centaur cp tni ultra assay and a negative result on the stratus. There are no reports that treatment was altered or prescribed based on the result. There are no known reports of adverse health consequences due to the discordant positive advia centaur cp troponin ultra result.

Manufacturer narrative:
The cause of the falsely elevated advia centaur cp tni ultra result is unknown. The customer declined a service call from a siemen's field service engineer. The customer's quality control results were within acceptable ranges and there were no other discordant patient results reported at the time of the issue. No conclusion can be drawn. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The system is performing within specifications.